Manufacturer narrative:
D4: primary UDI number, corrected d9: device return to manufacture date, updated h4: device manufacture date, corrected. Manufacturer's investigation conclusion: the reported events of the motor unexpectedly stopping and a flow below minimum alert could not be confirmed during evaluation of the returned products. The centrimag console (serial number: (B)(6) and centrimag motor (serial number: (B)(6) were functionally tested alongside each other for several days, and no unexpected shutdowns or alerts were observed. The equipment passed a full functional checkout, and was returned to the customer ready for use. The downloaded log file from the console contained information spanning approximately ~21 hours (10:38 19aug2024 to 7:31 20aug2024 per timestamp). The pump was initially observed to be operating at a steady speed of ~5100 revolutions per minute, and no flow interruptions or flow below minimum alerts were observed. At 7:31:29 on 20aug2024, a pump stop was recorded due to user request. Shortly later at 7:31:36, a system shutdown was initiated. The system was then powered on at 7:31:50 and was powered off again at 7:31:57. The observed system shutdowns appear to be related to intentional user input. The root causes of the reported events could not be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms, including motor and flow related alerts. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: no patient involved. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the centrimag motor stopped during training class. A flow below minimum alarm was reported. The motor and console would be returned for evaluation.